Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, far field r-wave oversensing on the atrial channel was observed. Programming changes were recommended and will be made at next follow-up visit.